Manufacturer narrative:
Complaint conclusion: after delivering a 5mm x 15mm palmaz blue on aviator stent delivery system (sds) to the lesion, a leakage was observed coming from the balloon and the balloon could not be inflated. The sds was then withdrawn, and the balloon was found to be broken. A new 5mm x 15mm palmaz blue on aviator sds was used as a replacement and was implanted in the vertebral artery to complete the procedure. There was no reported injury to the patient. A cordis affiliate was not present for physician support; however, the surgeon is very familiar with the procedure. The device was stored, handled, and prepped per the instructions for use (IFU). A 1:1 contrast to saline ratio was used to prep the device and the same inflation device was used successfully with other devices. This was during a procedure to treat aortic stenosis. The initial palmaz blue sds was able to be removed easily from the patient. The stent remained on the delivery system, and the device was remained in one piece during its removal. The product was returned for analysis. A non-sterile unit of palmaz blue/aviator plus 5x15/142cm sds was received for analysis coiled inside of a clear plastic bag. Per visual analysis the unit does not present any kinked condition. The stent is properly crimped on the balloon. No other outstanding details were noticed. Per functional analysis a balloon inflation test was done applying positive pressure using an inflator/deflator device with the purpose of reach the rate burst pressure. However, inflating the balloon was no possible due to a leakage located in the proximal area. Per sem analysis the blue/aviator plus 5x15/142cm balloon surface presented evidence of a scratch condition and secondary scratch marks near the first scratch observed. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82250885 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device, as a leakage condition was observed during the balloon inflation. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the event as evidenced by abrasions noted on the outer surface during analysis as the presence of calcification is known to cause damage to balloons. According to the safety information in the instructions for use ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after delivering a 5mm x 15mm palmaz blue on aviator stent delivery system (sds) to the lesion, a leakage was observed coming from the balloon and the balloon could not be inflated. The sds was then withdrawn, and the balloon was found to be broken. A new 5mm x 15mm palmaz blue on aviator sds was used as a replacement and was implanted in the vertebral artery to complete the procedure. There was no reported injury to the patient. A cordis affiliate was not present for physician support; however, the surgeon is very familiar with the procedure. The device was stored, handled, and prepped per the instructions for use (IFU). A 1:1 contrast to saline ratio was used to prep the device and the same inflation device was used successfully with other devices. This was during a procedure to treat aortic stenosis. The initial palmaz blue sds was able to be removed easily from the patient. The stent remained on the delivery system, and the device was remained in one piece during its removal. The device will be returned for evaluation.

Event description:
As reported, after delivering a 5mm x 15mm palmaz blue on aviator stent delivery system (sds) to the lesion, the balloon could not be inflated. The sds was then withdrawn, and the balloon was found to be broken. An unknown device was used as a replacement to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat aortic stenosis. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82250885 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h10 a review of the manufacturing documentation associated with lot 82250885 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.